Manufacturer narrative:
Background to the explantation: in a face-to-face discussion with mr (B)(6) on (B)(6) 2018, he described the patient as having a moderate sized aneurysm at index procedure in 2014 but of experiencing sac expansion of the order of 5mm per year post implantation of aorfix. In the last 12 months, the sac had expanded 15mm in diameter and reached an overall diameter of about 11.5cm. A CT scan from 12 months ago showed a short, sharply angled neck with the aorfix sitting in place and appearing to be accurately deployed. A plane film x-ray taken in 2018 showed that three of the most distal stent rings in the aortic section had fractured, although in the previous year they were intact, uniform in shape and not apparently artificially constrained by sutures. Dr (B)(6) showed a video taken on his mobile phone. It showed: a large aneurysm. When cut open, the aneurysm squirted fluid but the rate of flow rapidly fell as the sac emptied. The fluid was blood, but dr (B)(6) believed it was not freshly leaked blood because it had a brown tinge. The fluid tested negatively for infections. On release of cross clamps, there was no evidence of type 1a or type 1b endoleaks. After gentle removal of tissue from around the graft, a small intermittent endoleak was found just above the flow divider, towards the left side. The central part of the graft was removed and a conventional graft was sutured to the proximal ring of the aorfix that had been left in place, and to the iliac limbs of the aorfix. There were no further endoleaks and the patient has made a good recovery. Explant: the removed section of the graft was collected by lombard and was cleaned in a sodium hydroxide solution prior to assessing damage to the structure of the graft fabric. Only the most distal two stent rings were present in the aortic part because the more proximal section was intentionally left in the patient to ease attachment of a new graft. Close inspection of the cleaned, explanted component under optical microscopy did not reveal any indication of wear or damage to the surface of the graft which could have given rise to the intermittent endoleak that was demonstrated on the video taken by mr (B)(6). When asked if it was possible that the part of the graft that leaked had been cut off from the explant, mr (B)(6) said in an email to peter phillips "it is possible that the region of type 3 endoleak in stent graft might have been excised at the time of explant. This was at the site of fractured stents just at flow divider at left limb." CT review: the pre-op CT scan from 2014 was provided, together with cts from 2018. The pre-op scan shows a lateral view of the pre-op image and showed no significant off-label features in the anatomy. CT scans from 2018 showed contrast-filled lumbar arteries connected to the sac at several levels, although contrast was not visible in the sac itself. This may be consistent with patent lumbars that were able to pressurise the sac without causing significant flow. Another CT scan from 2018 shows a 3-d reconstruction of the aortic part of the stent graft. Three fractured stent rings can be seen at the lower part of the aortic component and the centre-line reconstruction shows that these are the uppermost stent rings to enter the aneurysm sac. A calcified nodule can be seen in both images. Analysis: the vascular surgeon described a history of consistent sac expansion from the time of implantation. Such expansion is consistent with type ii endoleaks and the contrast-filled lumbar vessels shown in figure 4 would be good cause for the sac expansion. The patency of the lumbar arteries is shown in a CT scan from 2018 and it is inevitable that the vessels were therefore patent in previous years post implantation. Several manufacturers have reported observing holes in the graft material of explanted stent grafts although most suggest that the cause is unknown or the consequence of the explantation process. In their 2012 annual update for clinicians, cook, inc. Describe fretting damage that is not always related to the apices of adjacent z stents. In their 2016 annual update for clinicians, medtronic, inc. Also describe fretting damage associated with the apices of their z-stents. Aorfix has no stent apices, but in case 204-203 of the pythagoras trial of aorfix performed in the USA, a graft hole was created consequent to the graft fretting on calcified plaque. It is possible that the calcified plaque shown in figure 5 could have abraded the graft sufficient to wear a hole through the fabric. The effect of calcified plaque has only recently been reported (wyss, t. R., dick, f., brown, l. C., greenhalgh, r. M., & kingdom, u. (2011). The influence of thrombus, calcification, angulation, and tortuosity of attachment sites on the time to the first graft-related complication after endovascular aneurysm repair. J vasc surg, 54(4), 965-971.) And these investigators found that the effect of calcified plaques in increasing rates of complication in evar was significant even when only 6% of the neck volume was occupied by calcified plaque. Under normal circumstances, correctly deployed stent grafts do not pulsate in diameter. However, when the aneurysm sac is pressurised above diastolic blood pressure, the implant can be substantially compressed during every diastole because at that point in the cardiac cycle, the sac pressure will exceed the lumen pressure within the stent graft. The extent of the contrast-filled lumbar vessels in this case could have allowed the sac to be pressurised to this extent, causing high levels of movement of the stent-graft. Such high movements far exceed those anticipated in design and testing of the device and can give rise to the fractures seen in the lower three stent rings of the aortic device, and could have accelerated fretting wear on the graft fabric. Conclusion: after implantation of the aorfix, it is likely that persistent type ii endoleaks arising at multiple lumbar levels caused slow expansion of the aneurysm sac. Evidence at explantation shows that there were no type ia or ib endoleaks. The fractured stent ring have only been seen when there has been dramatic pulsation of the stent graft, such as is caused when the sac pressure is greater than diastolic pressure. The multiple type ii endoleaks could have caused this circumstance. The sudden increase in the rate of sac expansion was most likely caused by the formation of a small hole in the graft which was demonstrated intra-operatively. The location of the hole approximately coincided with the small piece of calcified plaque identified in the 2018 CT scans and it is postulated that the increased movement occurring consequent to sac pressurisation could have allowed cyclic impact of the graft onto the calcified plaque. The component that was explanted showed no fretting damage or wear to the graft material, or damage consequent to explantation. It is not thought that the device was defective. Experience called on in this analysis are rare; endoleak leading to sac pressurisation and severe graft pulsatility resulting in fracture was seen in 2001, fretting of the graft against calcified plaque leading to type iii endoleak has only been confirmed on two occasions since 2001.

Event description:
Type 3 endoleak (fabric tear). Explant.